Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on july 26, 2018 with blood glucose of 21 to 50 mg/dl at the time of the incident. The customer was at 70 mg/dl at the time the paramedics left. The customer was given dextrose gel to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The customer stated they went out of pump auto mode, ran out of insulin, and the pump began programmed basal delivery that she did not want. Troubleshooting was not completed. The insulin pump will not be returned for analysis.